Event description:
During the atrial fibrillation procedure, the amplifier showed an error message. Rebooting the amplifier resolved the issue for a short amount of time before the error reoccurred. The error reappeared several times throughout the procedure. The procedure was aborted after isolating 3 out of 4 veins. There were no adverse consequences to the patient.

Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. The amplifier was powered and the amplifier successfully booted to a led status. This indicates the amplifier passed the power on self-test (post) and communication was established. The field reported event was confirmed as review of error logs identified several temperature-out-of-range issues toward the cath amp board on slot. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the cath amp board on slot 10.